Event description:
It was reported by the rep the device was used during a laparoscopic bladder neck suspension. It was reported the surgeon was attempting to create bladder flap to gain access to vesicouterine space. The 5mm harmonic scalpel hook was being used for cutting/coagulation, and blunt dissection along with a grasper. Surgeon determined an ostomy had been created into the bladder and converted the case to open. The surgeon felt that adhesions and poor anatomy were the cause of the mishap.